Event description:
Pt had right hip asr resurfacing performed on (B)(6) 2006. Pt started experiencing pain soon afterwards. Exploratory surgery in 2007 confirmed inflamed psoas tendon - surgeon debrided. Pt continued to experience pain (groin). On (B)(6) 2010 revision r) asr. Black tissue and black fluid seen in joint. Surgeon believes it is an inflammatory response to microscopic wear particles from metal.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
(B)(4) reports: (B)(4). Patient had right hip asr resurfacing performed on (B)(6) 2006. Patient started experiencing pain soon afterwards. Exploratory surgery in 2007 confirmed inflamed psoas tendon- surgeon debrided. Patient continued to experience pain (groin). Asr system recalled 2010. Surgeon decided to revise to total hip replacement. On (B)(6) 2010 revision r) asr. Black tissue and black fluid seen in joint. Removed cup and head. Surgeon believes it is an inflammatory response to microscopic wear particles from metal. Surgeon implanted smith + nephew r3 cup with synergy stem (ceramic on poly). (B)(4). (B)(4) will be requested not to return the products to (B)(4). The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Claim suite ref (B)(4). Patient had right hip asr resurfacing performed on (B)(6) 2006. Patient started experiencing pain soon afterwards. Exploratory surgery in 2007 confirmed inflamed psoas tendon- surgeon debrided. Patient continued to experience pain (groin). Asr system recalled 2010. Surgeon decided to revise to total hip replacement. (B)(6) 2010 revision r) asr. Black tissue and black fluid seen in joint. Removed cup and head. Surgeon believes it is an inflammatory response to microscopic wear particles from metal. Surgeon implanted smith + nephew r3 cup with synergy stem (ceramic on poly). Patient claim number (B)(4). (B)(4) will be requested not to return the products to leeds. Update: updated hospital and added claimsuite number to reference box. Taken from claimsuite dated (B)(4) 2012. Previous reference number in box (B)(4). Update: received 22 march 2013 - country where surgery performed: (B)(6). Reason(s) for revision: alval / soft tissue reaction. Doi: (B)(6) 2006; dor: nov 8, 2018; right hip. Update: 24 apr 2018: communication received from (B)(6). Additional information received: . Added manufacturing date for the 2 products.